Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the phaco emulsification (phaco) tip was loose during phaco mode of cataract surgery (with intra ocular lens implantation). A different handpiece was used with a new tip (which was then probably tightened better) to complete the surgery. There was no impact to the patient. This report pertains to phaco tip involved in reported events.